Event description:
It was reported, the customer was receiving several no delivery alarms on their insulin pump. The customer stated they were also hospitalized several times in one year. Customer also reported they had carry to around insulin pens to treat their blood glucose. The customer's hospitalization details were unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.